Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high and low blood glucose. The blood glucose was 47 mg/dl and was treated with sugar tablets and with little bit of orange juice and after 15 minutes it went high to 406 mg/dl. The blood glucose readings came from her right hand which goes numb due to having nephropathy on her fingers from surgery and when changed to her left hand her blood glucose was at a normal range and with her right hand again her blood glucose was indicting as 238 mg/dl. The customer declined troubleshooting for the high and low blood glucose due to knowing her pump is working properly. The device will not be returned for analysis.